Event description:
It was reported that noise was noted in the atrial channel of the pulse generator which caused inappropriate auto mode switch episodes. No patient symptoms or additional information was reported.